Event description:
The investigator reported the pt experienced dysarthria "only with stimulation" in 2006 and 2007. The interventions were reported to be "stim parameters changed"; "implantation of the neurostimulator in the subthalamic nucleus, both sides"; and "stimulation of the subthalamic nucleus (stn) planned". It was reported to be slight improvement of the pt's condition. The status was reported as "permanent". The severity of the event was classified as "severe" and the cause was reported as definitely related to the stimulation.